Event description:
Caller reported an alarm and a potential occlusion issue, but the customer¿s blood glucose levels did not exceed 500 mg/dl. Troubleshooting revealed that the occlusion was likely at the infusion site. A replacement pump was recommended due to recurring occlusions, and the customer plans to continue insulin therapy using alternative methods as a backup until the replacement is received.